Manufacturer narrative:
Product analysis: the analyzer failed incoming functional tests and was out of electrical specification. It was exchanged for a functional unit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.